Manufacturer narrative:
Device type fpa. Initial reporter's phone number: (B)(6). Resolved: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 72786 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It as reported that bd vacutainer® push button blood collection set, no report of medical interventions or serious injury. Incorrect assembly of female and male part of the luer adapter causes a blood leakage.